Event description:
In 2006, nellcor puritan bennett received a report where a customer claimed " a portion of a stylet sheared off" while in use on a patient. The caller reported that sheared portion of the stylet migrated down the patient's trachea.

Manufacturer narrative:
Investigation of this complaint is currently in progress. At this time, the sample associated to this report is not available for evaluation.